Manufacturer narrative:
The information described in this report was collected by (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the (B)(6). Therefore, further investigation is not possible. The lot numbers of the gore devices were not provided. Therefore, a review of the manufacturing records could not be performed and the UDI numbers are not available. The cause of the proximal extension of the dissection and aortic expansion were not provided.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2015, a patient underwent elective treatment of a chronic symptomatic dissection extending from zones 2 to 11. Two conformable gore® tag® thoracic endoprostheses were reportedly implanted from zones 2 to 5. The devices were reportedly delivered and deployed with no issue and successfully covered the primary entry tear in zone 3. The left subclavian artery (lsa) was intentionally covered and bypassed during the procedure. It was reported that during the procedure, there was retrograde extension of the dissection (cause not provided). On an unknown date approximately 30 days post-operatively, imaging identified proximal extension of the dissection into zone 0 with > 5 mm aortic enlargement within the treated area. No endoleak or persistent false lumen perfusion were reportedly identified. No additional procedures were reportedly performed. Additional details are not available.